Event description:
It was reported that during a da vinci-assisted surgical procedure, a vessel sealer extend was being used for about an hour and then the arm/clamp/jaws stopped moving and wouldn't move/open. No tissue damage reported. The customer used a back-up vessel sealer extend to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc made a follow up and the following additional information was obtained: it was confirmed that the instrument was not stuck on tissue, usage of the emergency grip release function was not necessary according to the customer. The staff was able to swap to a backup instrument and complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the vessel sealer extend (480422-01 / l91220220-0016) associated with this event has been performed. Per instrument logs, the instrument was last used on (B)(6) 2022 on system rsk8019. This is a single use instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was reported that the instrument grips did not open. Although follow up confirmed that the instrument was not stuck on a tissue and usage the emergency grip release function was not necessary, it is unknown if the instrument was grasping a tissue as well as how the grips were opened. Medical intervention may be required in the event that the endowrist vessel sealer fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "then the arm/clamp/jaws stopped moving and wouldn't move/open". For clarification, the vessel sealer extend instrument was found to have a loose snake wrist with no visibly broken cable at the wrist. The housing was removed, and the snake wrist cable was found to be loose at the clamping pulley. As a result, intuitive motion was not being experienced at the wrist. Failure analysis found the primary failure of a loose snake wrist cable to be related to the customer reported complaint. The root cause of a loose snake cable is a component failure.